Manufacturer narrative:
(B)(4). Batch #t5cf6v. Investigation summary the analysis results showed that one gst60g cartridge reload was returned unfired with two double drivers out of position and one double driver missing, making the reload non-functional. In addition, the cartridge pan was noted to be partially dislodged from left proximal side. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a segmental pneumonectomy surgery, could not fire the device on the first firing. Changed to a new one to complete surgery. There was no patient consequence reported. No additional information can be provided.